Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient is planning on going to korea and get the ipg replaced there since she has health insurance there. The rep has no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated she cannot charge her restore ins since last year (verified (B)(6) 2020). The patient tried to charge it but it just makes a beep-beep sound. It was verified that the patient was using a 37751 recharger. Patient services reviewed that the patient's ins could be in overdischarge since she has not charged in 1 year. Patient services sent a message to the local field rep making them aware of the patient's call. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. The patient's name and address are registered, but there was no ins model or serial number registered to the patient. Additional information was received from a manufacturer representative (rep). It was reported that the rep spoke with the patient and they would be trying to jumpstart the ins. Additional information was received. It was reported a jump start was not successful. It was unable to connect to the ins to get a serial number.